Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising superior vena cava (svc) and defibrillation impedance. The lead also showed non-physiologic noise and alerted for undefined svc impedance. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited high svc and defib impedance. The lead was capped and replaced.